Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> no device associated with this report was received for examination. The device manufacturing records have been reviewed. No related deviations or anomalies identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot ==> product 121701052 lot 9624259. Ten pieces manufactured november 03, 2020. All parts manufactured per specification and raw material met specifications. Device history review ==> product 121701052 lot 9624259. Ten pieces manufactured november 03, 2020. All parts manufactured per specification and raw material met specifications. Corrected: a1

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hcp sent an e-mail to sales rep: on (B)(6) 2021 surgeon had issues with the apex hole eliminator, lot d20091400. A thread-error occurred. The hole eliminator was scrapped by hospital and another apex he was used without issues. No surgical delay reported, no adverse patient and/or user consequence reported.